Event description:
The accounts maintenance stated the bed has no knee down function and the knee section is all the way up. When he switched the head and knee down solenoids, the knee section ran down and then back up on its own.

Manufacturer narrative:
The accounts maintenance found that the knee up switch on the right siderail ucm was stuck closed. He replaced the ucm to repair the bed.